Event description:
A 14 ga x 3.25 angiocath came apart in a pt. The nurse called the doctor over and the dr found the hub of the device was sutured to the antecubital area and the catheter was felt inside the vein. The catheter had traveled up the arm and was removed via a cutdown procedure.